Event description:
The complainant reported the white plug inside the automated impella controller (aic) console was fractured during transport. No patient involvement was reported.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The returned console was tested and no abnormalities were observed. The console operated as intended while testing with a known good pump and purge cassette kit. The console was returned to the customer for use.